Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays, which can impact imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.